Manufacturer narrative:
(B)(4).

Event description:
Procedure: liver resection. According to the reporter, during the operation, the device broke at the roticulating end; a small piece was found in the pt abdomen. The liver was bleeding.